Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for vibrator anomaly due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 115 mg/dl at the time of the call. The customer states that there is fluid/moisture under the screen of the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.